Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump is not working. The customer also stated that she had jumped in the pool without taking her insulin pump off. Customer also stated the buttons are not working. Customer's blood glucose was 128 mg/dl at the time of the call. Customer stated that the insulin pump is vibrating without an alarm or alert. Customer is advised to revert to her back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to moisture damage at the electronic assembly. The device was received with moisture damaged at the motor assembly. The unit was monitored and no vibrating during monitored. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker.